Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shut off and they were not able to turn it back on. The customer had changed the battery but it still would not turn on. The customer's blood glucose level was 245 mg/dl. It was noted that during troubleshooting the customer had received a battery out limit alarm and they were able to clear it. The customer did not have a new recommended battery type to test. The batteries were out of the insulin pump greater than the duration allowed by the device. The customer will be sent a replacement battery cap. The customer was advised to monitor the insulin pump.